Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that a bd phaseal protectors p53 had leaked between the protector and injector during preparation of antibiotic. There was possible exposure of the antibiotic to the nurse. There was no report serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protectors p53 had leaked between the protector and injector during preparation of antibiotic. There was possible exposure of the antibiotic to the nurse. There was no report serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two retained samples of the lot number reported were obtained from the manufacturing facility for evaluation by our quality engineer. Upon visual inspection of the retained samples, no defects were observed. Leakage testing was performed on the first retained sample and no leakage was observed at the membrane. Functionality testing was performed on the second sample, the protector fit the vial properly and no leakage was observed. A device history record review did not reveal any quality issues during the production of lot number 1503022 that could have contributed to the alleged defect. During production, inspections and tests- including leakage testing- are performed according to procedure. Based on the investigation results, a definite cause for the reported incident could not be identified. Assembly fixture m12 is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that a bd phaseal¿ protectors p53 had leaked between the protector and injector during preparation of antibiotic. There was possible exposure of the antibiotic to the nurse. There was no report serious injury or medical intervention.